Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia-bilateral procedure, 4 clip appliers were misfiring and were not performing as expected. A fifth clip applier with a different lot number was used to resolve the issue. There was no patient injury.